Event description:
It was reported that the patient experienced a decrease in pain relief and that the pump was explanted. A catheter dye study was performed and revealed that the catheter was intact and patent. It was indicated that there was no patient injury and that the patient recovered without sequela. The drug delivered via pump was fentanyl.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis results is complete.

Manufacturer narrative:
(B)(4): analysis of the pump found no anomaly. (B)(4).